Manufacturer narrative:
Device evaluation: one smiths medical cadd legacy pump was returned for analysis in a good condition. During analysis, the customer's problem was not duplicated in that the pump "fails accuracy -+7.1%" issue. Run three accuracy tests, the pump was found to be within manufacturing specifications. However, found fluid ingression on pump by chassis base of the expulsor, which possibly damaged the gasket and caused an inconsistent delivery issue. Service recommended an expulsor assembly to be replaced. Based on the evidence, the complaint was not confirmed, and the problem source of the reported event was noted to be user interface.

Event description:
Information was received indicating that during testing of this smiths medical cadd legacy 1 pump, the pump failed accuracy by +7.1%. No patient injury reported.